Event description:
Follow up with the physician found that he was unable to answer any questions regarding the bradycardia. The physician did not fill out the arrhythmia questionnaire as it was stated that no arrhythmia was observed by the office. It was unknown if the patient had a medical history of bradycardia; however, it was stated that the ekgs was consistent with sinus bradycardia. No additional information was provided.

Event description:
On (B)(6) 2012, a pediatrician called to report that their patient was experiencing an increase in seizures, muscle spasms, and had a clicking noise emanating from his neck. These events are addressed in (MFR # 1644487-2012-02809). During this call it was mentioned that the patient had mild bradycardia. It is unknown at this time if the bradycardia is related to their vns therapy or not, as all attempts have been made to get additional information; however, they have been unsuccessful.